Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2938836-2019-05575, 2938836-2019-05576. It was reported patient presented for a pocket revision after infection was noted at the pacemaker incisions site and physician believed it was due to the suture. The device pocket was revised and flushed with antibiotic solution. Dressing was placed on incision and patient was given IV antibiotics. Device interrogation before and after the procedure noted the device function was normal. The patient was recovering after the procedure.